Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded (cto) target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for pre-dilation. However, during the first inflation at 8 atmospheres for 2 seconds, the balloon ruptured. The procedure was competed with a different device. No patient complications nor injuries were reported.